Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to customer's blood glucose. Reportedly the pump battery percentage remained static while the pump was charging. The pump was reset and the issue was resolved.